Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges sores in the nose. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  During the device evaluation at the third-party service center, the device was visually inspected/scrapped, and no foam degradation was found. During the evaluation, no foam particles were visible. Also, during inspection, the patient's complaint of device issues was confirmed.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.